Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was discovered that the right ventricular lead had abrasions. It was noted that the device was in a parylene coated pouch that encompassed the proximal portion of the leads. The lead was capped and replaced on (B)(6) 2022. There were no patient consequences.